Event description:
The patient experienced withdrawal symptoms. The actual residual volume was less than the expected residual volume. The pump had 0ml but 8ml was expected. It was confirmed that the programming was correct. The drug being administered via the pump was dilaudid. The company representative confirmed that the patient has "psych" issues that have come up and taken priority. No further over-infusion has been suspected. The physician was waiting until the next refill date to check volumes.

Manufacturer narrative:
(B)(4).